Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Broken piece of blue plastic cover on tibia impactor for partial knee set.